Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra meter had a "battery indicator" issue. The patient indicated that the alleged issue started on the day before, at an unspecified time. Three to four hours after the alleged issue began, the patient claimed that she developed symptoms of "shivers" and specifically "hand shivers." She also claimed to have "felt low." As a result of the alleged issue, the patient claimed that she treated herself with food and/or drink(s). Prior to the self-treatment, the patient took her usual dosages of glipizide and metformin. It is not known what time the medications were taken and when she ate food and/or drank a beverage as self-treatment. The patient denied that her blood glucose was tested on another device during the time of concern. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, if she was still able to test her blood glucose with the reported meter although the battery indicator issue had occurred, and what actions the patient took before the symptoms developed. Through troubleshooting, the customer service representative (csr) determined that the reported meter's battery needed to be replaced. However, the patient did not have a replacement battery for troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.